Manufacturer narrative:
A picture of CT images was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that around 1 month post implantation the patient underwent a revision surgery due to dislocation.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type,concomitant medical products. Correction: date of report, concomitant medical products, date rec¿d by MFR, device evaluated by MFR. Concomitant medical products: dual-mob ades insert 28mm sz52, item#: 05pe2852, lot#: 109279340a (manufactured by dedienne santé). Dual mobility ades cmntd 52mm, item#: c05cc52, lot#: 075570120a (manufactured by dedienne santé). DHR review: the device manufacturing quality records indicate that the product met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision surgery due to dislocation. Review of event description: the patient was revised after 28 days due to a dislocation with separation of the cocr head and the ades dual mobility insert. Review of received data: surgical notes: several medical reports regarding the surgeries performed on the left hip were received. The relevant information from the reports is summarized below. Surgical report, dated on (B)(6) 2004, (B)(6). There is a trans-cervical fracture of the femoral neck. Osteosynthesis is performed with two asnis screws. Surgical report, dated on (B)(6) 2004, (B)(6). There is a fracture of the femoral neck, which was fixed three weeks ago with screws. The two asnis screws and washers were removed. A total hip prosthesis is implanted (cemented polyethylene cup, size 50; corail cementless stem, size 11; cocr head 28/+3.5) . Surgical report, dated on (B)(6) 2004, (B)(6). There is a fracture of the trochanter major. Osteosynthesis is performed with cerclages type dall miles. Surgical report, dated on (B)(6) 2009, (B)(6). There is a loosening of the cemented polyethylene cup. Special context at the age of 49, with a history of psychomotor epilepsy. The polyethylene cup is removed. A kerboul cage, size 54, is implanted and combined with a capitol cemented dual mobility cup, size 50, an omnis insert size 28/50 and a depuy cocr head, size 28/+3.5. The stem does not show signs of loosening. Surgical report, dated on (B)(6) 2017, (B)(6). The diagnosis section states a loosening of the total hip prosthesis. In the procedure section it is stated that the stem is correct. Cerclages are left in place. The cup is loose. Once the two screws are removed, the cup can be removed without difficulty. There is a huge bone loss. The acetabulum is reamed to 62 mm. Bone graft is impacted in the acetabulum and a ganz ring size 56 is placed. An ades cup, size 54 mm, is implanted with a dual mobility insert. The prosthesis is reduced with a 28 mm medium head mounted on the corail stem. Surgical report, dated on (B)(6) 2018, (B)(6). The diagnosis section states a loosening of the insert. In the procedure section it is stated that after the dislocation of the prosthesis the gluteus medius tendon is partially detached from the trochanter which is partially missing. The ades cup is very easy to remove as it is loose. The acetabulum is rinsed several times to remove the cement fragments. The proper seating of the stem is verified and the cerclages are removed as they are not needed anymore. A new ades cup, smaller by two mm (size 52), is placed in the acetabulum. The additional cement thickness can provide better stability. The prosthesis is reduced with a polyethylene insert size 52/28 which is pressed on a cocr head 28 mm size l/+4. The wound closure includes the reattachment of the gluteus medius tendon on the trochanter major by transosseous stitches. Surgical report, dated on (B)(6) 2018, (B)(6). The report concerns a revision of the hip prosthesis on the left hip due to a dislocation with separation of the head and the insert. The hip is opened and the polyethylene insert is seen separated from the head. The polyethylene insert is found in the buttocks region and is removed. An aggravation with tearing of the gluteus medius tendon from the trochanter major is observed, leaving only a tendon stump on the posterior surface of the trochanter. The revision is done by means of a polyethylene ades insert, size 52, and an extra-long cocr head 28 mm (+8). The gluteus medius stump is re-attached with a g2 mitek anchor connected with transosseous stitches. Prosthesis record: a scan copy of a page with affixed product stickers was received. Next to the implants already mentioned on the first page of this report, the sticker of an ades dual mobility cup, diameter 52 mm, ref. No: (B)(4), lot no: 075570120a was also affixed. CT: a print screen of a CT scan, dated on (B)(6) 2018, is at hand. The print screen shows four orientation planes. The frontal plane exhibits the head and stem in a dislocated position. Lateral to the head¿s position there is a round shape visible which is most probably the dual mobility insert. Devices analysis: visual examination: almost the entire acetabular articulation surface and partially the rim surface of the ades dual mobility insert exhibits coarse scratches and indentations. On the head bearing surface of the insert a shiny area is visible in the pole region. The bearing surface was inspected with a low power microscope type wild m38. Numerous fine and some coarse scratches can be observed overlaid on the original surface structure of the machining marks. In one location on the inner edge of the rim a deformation approximately 7 mm in size can be observed. On the articulation surface of the cocr head numerous fine and few coarse scratches can be seen. The latter can most probably be attributed to revision surgery. Beside these scratches, the overall appearance of the head is inconspicuous. Conclusion: the patient was revised after 28 days due to a dislocation with separation of the cocr head and the ades dual mobility insert. The medical reports at hand describe a rather difficult situation of the left hip with five previous surgeries before implantation of the ades cup/insert and cocr head on (B)(6)2018. During this implantation surgery a partial detachment of the gluteus medius tendon from a partially missing trochanter is observed. The gluteus medius tendon was reattached to the trochanter major by transosseous stiches. 28 days later the prosthesis was revised due to a dislocation. During revision an aggravation by tearing of the gluteus medius tendon from the trochanter major was observed. The ades dual mobility insert revealed coarse scratches and indentations on its acetabular articulation surface and on its rim. These are most probably due to the contact with its environment after the dislocation. The deformation on the inner edge of the insert¿s rim can probably be attributed to an impingement with the stem¿s neck. It is not possible to reconstruct the sequence of events leading to the dislocation. It can be assumed that the multiple revisions performed on the left hip and the detachment of the gluteus medius from the trochanter created an insufficient tension of the joint. However, it stays unknown if the dislocation could have been triggered by the tearing of the gluteus medius tendon from the trochanter major or vice versa. It also remains unknown if the dislocation was firstly between cup and insert and secondly between insert and head or firstly between head and insert and secondly between insert and cup. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).